Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that multiple, intermittent unexpected resets occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.